Event description:
It was reported that during a lap cholecystectomy when performing the cholangiogram part of procedure and on metal catheter, when fired device it activated the release mechanism in the jaw and there was a loud pop heard. After that, the device was firing one good clip and also dropping a partially form clip. Two clips were coming out at once. Completed procedure w/ same device. No pt consequence. One device returning.